Manufacturer narrative:
The device is available for evaluation; however, has not yet been received.

Event description:
The event involved a plum 360 driver new where it was reported when plugging in the outlet, a valve incident occurred, and the plug sparked. There was no patient involvement, no human harm and no delay in therapy reported.

Manufacturer narrative:
Device received on 8/29/2025. Investigation summary: customer¿s complaint of ¿reporter stated that when plugging in the wall, a valve incident occurred where they plugged to the outlet and it sparks.¿ , was not duplicated or confirmed in history. Tested device by plugging into ac wall outlet with device turned on and powered off. Complaint of sparks/valve incident was not duplicated. Inspection of ac power cord found power cord to be in good condition. Device passed electrical safety test per tsm with no issues. Review of device alarm log history found no similar events. Device passed self-test with no error alarms. Probable cause is no problem found during inspection of device found rear case, peripheral cover, fluid shield, cassette door, to be damaged. Replaced rear case, peripheral cover, fluid shield, cassette door. Probable cause is damage consistent with normal wear and tear. Replaced main power supply due to contamination.